Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Device history record review revealed nothing relevant to this event. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to be discarded by user.

Event description:
It was reported that during a meniscus repair procedure, the ar-4502 (speedcinch, curved needle with two peek implants and 2-0 fiberwire), lot 10048687, was used. While using the speedcinch, the number one button would not engage and there was no locking in order for the needle to be deployed when pressing the trigger. The implant never came down the shaft when the surgeon pressed the trigger. No implant deployed. A second speedcinch from the same lot was used and the button did engage and there was a locking sound, but the implant did not deploy when pressing the trigger. No implant deployed. Both devices were from the same lot and the facility discarded both devices. The surgeon then debrided the meniscus and finished without using any implants. No patient injury reported.